Manufacturer narrative:
Fields on this form indicate information that is unknown, unavailable or unchanged. This device used for treatment and not diagnosis. This report is on unknown liss plate, part and lot numbers are unknown. The authors reported use of a cable with one of the five patients; manufacturer was not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Journal article received: periprosthetic vancouver type b1 and c fractures treated by locking-plate osteosynthesis; lonnie froberg, anders troelsen, and michael brix; acta orthopaedica; 2012; 83 (6): 648¿652; reported: a study from 2002 through 2011 of 58 patients with a total of 60 low energy periprosthetic femoral fractures (pff). The patients underwent osteosynthesis with a synthes locking plate: less invasive stabilization system (liss); locking compression plate (lcp); locking attachment plate (lap). All patients had a total hip replacement and were followed up clinically and radiographically. One patient had been treated with an lcp; seven with liss (reported in medwatch 2520274-2014-00726), two of whom were also treated with lap. At a median follow-up time of 23 (0-121) months after pff, eight patients (8 fractures) had been re-operated due to: infection (four cases), failure of fixation (three cases) and loosening of the femoral stem (one case). The authors concluded that locking-plate osteosynthesis of periprosthetic femoral fractures provides good results with fracture union. This is report 3 of 3 for complaint (B)(4). This report is for an unknown lap.